Event description:
It was reported that a caregiver experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, consistent with an intermittent communication failure potentially involving the antenna component, and support assisted by toggling sensor type settings and re-entering the sensor code with education provided on allowing time for reconnection. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and interviews as well as analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involvement of the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.